Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-01712. It was reported that the patient went into cardiac arrest. The target lesion was located in the severely calcified right coronary artery. A 1.25mm rotalink plus and a rotablator console were selected for use. During the procedure, the physician was unable to disengage the dynaglide mode and several attempts were made to disengage the dynaglide mode. The patient went into cardiac arrest shortly after removing the burr. After several hours of attempted percutaneous coronary intervention, the patient went for coronary artery bypass graft CABG). The patient's condition was listed as unstable.